Manufacturer narrative:
Device not retuned, f/u with company representative.

Event description:
It was reported a physician had been using the kyphx-hvr bone cement and had noticed a change in consistency over time. In the beginning, they had to wait 8 or 9 minutes for application and now it is about 20 minutes. Nothing had changed with the storage or temperature of the operating room. There were "no pt complications reported as a result of this event." No add'l info was reported.